Event description:
Customer reported that an rn administered magnesium sulfate 2 grams in 50ml ivpb at 0148. The IV pump was set to infuse the 50ml bag over 4 hours (12.5ml/hr). Within 2 minutes the rn noted drops falling in the drip chamber much faster than expected for the programmed rate and approximately half of the magnesium sulfate had already infused within 2 minutes (25ml). The patient had a slight increase in heart rate and drop in blood pressure. Intravenous fluids were administered because of the event. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow-up report will be submitted with failure investigation results once the evaluation has been completed.